Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 108 mg/dl at the time of the call. The customer stated that the insulin pump was in their pocket when the alarm went off. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent button response due to moisture damage keypad traces. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, missing end cap sticker and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.